Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the item and lot numbers match the complaint. The hook of the returned depth gauge has been bent. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported event is confirmed by returned product. As the product was returned and found to be bent and not fractured, the complaint will be considered not reportable as there is no serious injury associated with the bent instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the product fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.